Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted liver cystectomy surgical procedure, after clipping, the medium-large clip applier instrument did not open properly. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.